Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the lead which resolved the issue.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report of invalid impedance from the field was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead that corresponded to the distal end of a swift-lock anchor. It was concluded that the fractured wires is consistent with an overstress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.